Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. Pump error 23 was noted during start up which was expected. History files were partially downloaded, unable to check history files. Problem was isolated to the electronic stack. Unable to confirm no communication with transmitter because electronic assembly was accidently tossed. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found physical/moisture damage to the pcba 1, pcba 2, force senor and motor. The following were noted during visual inspection: battery tube threads - cracked, minor scratched lcd window, scratched case, overlay scratched, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and label damage (faded and stained serial number). Pump error 23 was not confirmed. Moisture damage was noted. Unable to confirm no communication to transmitter. Keypad unresponsive/button error alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 23 and a stuck button alarm. Troubleshooting was performed. The customer was not able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.